Event description:
A report was received that the pt had developed an infection. The pt has drainage at his incision site. The physician believes that the infection is not device related but rather the pt is prone to infection. The pt was prescribed antibiotics.